Event description:
The customer reported, the 6600 system's image wont' hold a vertical position. No patient injury was reported.

Manufacturer narrative:
The service rep adjusted the tension to c-arm to customer satisfaction. The system operates as intended.